Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062912. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2016, a patient in greece underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2019, the patient was admitted to the hospital with high fever, high white blood cell count, and stoma site discharge. The patient was diagnosed with dermatitis at the stoma site. The stoma site was treated with betadine and fucidin cream, and the patient received begalin intravenous (IV) antibiotics 4 times daily. On (B)(6) 2019, the patient was discharged from the hospital, and the symptoms were resolved.